Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that the unit was functioning without issue the day before. The power light is lit, but when the customer hits the menu button the control panel is unresponsive. The customer went on to note that nothing appears on the screen even after power cycling the device. He went on to confirm all the cabling was secure. Tac recommended the device be returned. However, the customer noted that he had spoken with his olympus sales representative (rep), and the rep was planning to be onsite the following day. If the issue persists, the customer confirmed that he would initial the return process with his rep.

Event description:
The customer reported that his olympus high-definition lcd monitor was not producing an image. There was no patient harm or consequence reported as a result of this event.